Event description:
During remote follow up, post paced t- wave oversensing (pptwos) was observed on the device. Technical services was contacted and recommended reprogramming. The device was reprogrammed, however the pptwos continued. No additional intervention has been performed. The patient was stable.